Manufacturer narrative:
Reporter returned one of toothbrush head on (B)(6) 2016. Product investigation not yet initiated.

Event description:
Toothbrush head which came away whilst cleaning teeth / broken brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the oral-b flexisoft brushhead came away while she was brushing her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown. She asserted that she could quite easily have swallowed the broken head or could have choked on the plastic. The consumer has been using an electric toothbrush for years and had never experienced this happening before. She stated that she had not dropped the appliance. No symptoms developed.

Manufacturer narrative:
On 08-jul-2016 product investigation results: reporter returned one toothbrush head on 25-may-2016. The analysis done with the consumer return confirmed product as counterfeit. The product was not manufactured under (B)(4).

Event description:
Toothbrush head which came away whilst cleaning teeth / broken brush head [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that the oral-b flexisoft brushhead came away while she was brushing her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown. She asserted that she could quite easily have swallowed the broken head or could have choked on the plastic. The consumer has been using an electric toothbrush for years and had never experienced this happening before. She stated that she had not dropped the appliance. No symptoms developed.